Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned; therefore, the root cause of the reported event could not be investigated. Although the root cause cannot be confirmed, it appears that the severe mitral regurgitation was due to the infected native mitral valve. Per the op report, "the patient had erosion of the leading edge of the posterior mitral valve leaflet. There was some evidence of fibrous debris on the leaflet." Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the op report, "the patient was felt to have a dental source. She had neural surgeon remove the most likely susceptible tooth." Additionally, "the ring itself appeared to be non-infected". No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after and implant duration of approximately 14 months due to endocarditis and severe mitral regurgitation. Based on the operative report, the patient developed septicemia and native mitral valve leaflet endocarditis on the repaired mitral valve. The ring itself appeared to be non-infected. She was treated and sterilized from that. The patient was felt to have a dental source. She had neural surgeon remove the most likely susceptible tooth. Tee confirmed severe jet of mitral regurgitation. On direct inspection, the patient had erosion of the leading edge of the posterior mitral valve leaflet. There was some evidence of fibrous debris on the leaflet. The annulus was debrided and the annuloplasty ring was removed and replaced by a 25 mm edwards bioprosthesis valve. Post bypass, rv and lv function showed no regional wall motion abnormalities. There was no perivalvular leak and the patient was taken to the intensive care in stable condition in sinus rhythm.